Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a zilver expandable metal biliary stent introduction system. The stent was deployed in the desired position. Upon removal of the introduction system from the patient, the physician noted the small tip of the introduction system (approximately 1.5 cm in length and 0.2 cm in width) remained inside the bile duct. The introduction system tip was removed from the patient using forceps. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Evaluation: the introduction system tip was returned for evaluation. The remaining section of the introduction system was not included in the return. During our evaluation, the introduction system tip was subjected to a visual examination. During our evaluation, the tip was cut open and examined. The presence of the adhesive material used during manufacture was confirmed when the introduction system tip was viewed under magnification. Without the remaining section of the introduction system to evaluate, we are unable to determine a cause for this occurrence. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this percentage, the likelihood of this type of report is rare. Conclusion: we were unable to conduct a full investigation because the introduction system was not available for evaluation. A discrepancy or anomaly that could have contributed to this occurrence was not observed with the detached tip. A definitive cause for the tip separation was unable to be determined. Tip separation can occur if excessive pressure is applied to the introduction system during removal of the introduction system. If the stent is placed in a severe stricture, this can cause resistance in introduction system removal and encourage an application of excessive pressure. The instructions for use for this product caution the user that assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement. These activities are performed in an effort to ensure smooth stent deployment and uneventful introduction system withdrawal. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.